Event description:
It was reported the unit does not go on, and it turns off after 1-2 seconds, despite replacing the battery. The device was not connected to a patient.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The battery drawer and battery drawer o-ring were also found to be contaminated. Both bails and the ring were missing, and the upper and lower case, both bail covers, and the ring cover were broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.